Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, an issue with the device's internal battery was observed. The device's internal battery was replaced to address the issue. An issue related to the device's ac power connector cable was observed, the device's ac power connector cable was replaced to address the issue.